Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a high blood glucose level of 500 mg/dl. He/she treated with manual injection. Standard troubleshooting was performed. The infusion set was changed. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. The insulin pump received with minor scratches on the display and reservoir windows, cracked battery tube threads and a cracked belt clip slot.